Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump was stuck on the rewind loop, and the device also alarmed. Troubleshooting was performed. The customer's blood glucose was 13mmol/l. Advised the caller that the insulin pump would be replaced. No further information was provided.